Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: the black box shows the pump was manually suspended on (B)(6) 2016 09:36 and manually resumed at 10:18. Bb shows on (B)(6) 2016 at 13:57 loss of prime warning associated with a low non-zero force; deliveries resumed at 16:12. Loss of prime warnings associated with a low non-zero force on (B)(6) 2016 10:27 and 11:00; deliveries resumed at 11:09. On (B)(6) 2016 at 08:39 loss of prime warning associated with a low non-zero force; deliveries resumed at 08:45. An ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. An unidentified force low observed in the black box. The force sensor calibration was within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of 486mg/dl with polydipsia, extreme tiredness, difficulty staying awake and large ketones. The patient was hospitalized and treated with insulin via injection. This report is being made due to the bg excursion the patient experienced due to an alleged prime issue.